Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the left ventricular (lv) lead exhibited high thresholds. It was also noted the patient experienced diaphragmatic and phrenic nerve stimulation from the lv lead. The lv lead was disabled and an epicardial lead was placed. No further patient complications have been reported as a result of this event.